Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that a radiologic technologist (rt) had changed the network settings to dhcp to transfer images to the electronic picture archiving and communication systems (pacs). The rt did not reset the settings to static and re-enter the ip information. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported it was not possible to select a navigation connection with the navigation system and the imaging system. Both the navigation system and the imaging system were restarted without resolve. A manufacturer representative who was on site attempted to verify the igs server connection without resolve. It was noted the ethernet port on the back of the computer displayed two orange lights and no green lights. Restarting the system did not resolve the issue. This issue occurred perioperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.